Manufacturer narrative:
This report is submitted on september 24, 2018. (B)(4).

Event description:
Per the audiologist, the patient experienced a lack of clinical benefit with device use and subsequently the magnet was explanted on (B)(6) 2018.